Manufacturer narrative:
H3, h6: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Evaluation codes that apply to this testing: 10, 104, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the monitor and associated cabling was replaced. The system then passed a system checkout. The monitor was returned to medtronic for analysis. Analysis revealed that the reported issue could not be confirmed. The returned monitor displayed a good image with no anomalies when connected to a test system. No failures were found. H6: fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. Fdm 10, fdr 213, fdc 67 are applicable to the returned monitor analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software files have been received by the manufacturer, however, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became unresponsive while loading patient exams. A hard reboot allowed the application to launch and while on site, the clinical specialist (cs) noted only 30% free space on hard drive. The cs reported all but one exam was deleted on the system. It was noted that there was a black screen with a yellow rectangle message in swedish three times. It appeared during boot up but first appeared after trying to exit the software after the registration tab in the application. It appeared to be a "no input detected" message. Upon the fourth reboot, the cs was able to launch into the application without seeing that black screen/message. The cs was able to recreated workflow, exiting software after patient registration and the yellow message appeared again on black screen. Technical services (ts) recommended unplugging the monitor from the dvi cable in back without resolution of issue. It was reported that it was unclear why this message was appearing in another language, but it did not seem to impact functionality. It was reported that the issue was persistent.